Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a perforation was located in the ostial right coronary artery (rca). The 3.5 x 16 mm graftmaster stent was successfully implanted, however it did not seal the perforation completely. The patient went to surgery for repair of the perforation. The outcome of the surgery was reported to be good. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.